Manufacturer narrative:
Celox gauze is cleared as a temporary external use device. The cause of the infection is unknown at this state and further information has been requested from the hospital in germany. Note: this model is not sold into the USA but is the same composition as a product that is sold into the USA under (B)(4).

Event description:
Pat. (B)(6) - at birth a massive vaginal bleeding with blood loss of 2300 ml, insertion of a celox tamponade lay artis under sterile conditions. About 24 hours after insertion, the patient developed severe signs of meningitis. This has now been confirmed and is interpreted as hematogenous scattering from the tamponade. The tamponade was removed after about 12 hours.

Event description:
(B)(6) - at birth a massive vaginal bleeding with blood loss of 2300 ml, insertion of a celox tamponade lay artis under sterile conditions. About 24 hours after insertion, the patient developed severe signs of meningitis. This has now been confirmed and is interpreted as hematogenous scattering from the tamponade. The tamponade was removed after about 12 hours.

Manufacturer narrative:
In conclusion, a review of data provided by dr. (B)(6) by medtrade technical, microbiology and clinical experts did not identify a causal link between the sterile celox tamponade product as delivered and the symptoms experienced by the 2 patients.